Event description:
The customer was hospitalized for dka. It was stated that the customer was ready to be released and started them on the pump but bgs went up. It was informed that the set was changed but not the site. Assisted in resetting and programming the pump. Later a nurse called back to report that the customer's bgs still do not come down when the customer was connected to the pump. Troubleshooting was performed. The insulin exited. It was informed that the customer has active infection. Also the sales rep called back and indicated that the customer remains in the hospital and has tried several set changes with no results. However, the customer's bgs are responding to manual injections with the same insulin.